Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was unable to adjust stimulation. The programmer displayed showing "call your doctor" icon and a power on reset (por) condition. It was unclear which implanted system the pt was unable to adjust. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available. Please see MFR report # 3004209178-2011-00170.